Event description:
Patient scheduled for removal of peg tube. During removal, buffer fractured and only tube was removed. Flexible bronchoscope was inserted. Missing piece of peg was visualized. Biopsy forceps were used to remove the foreign bodyinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.